Event description:
Upon completion of fusion procedure, the surgeon was removing the distraction device when the distraction pin broke. The surgeon decided to leave the pin implanted in the patient rather than cause additional trauma to remove. The procedure was completed without complications. The frequency of occurrence is being closely monitored.

Manufacturer narrative:
No conclusion can be made as the fixation pin is not available for evaluation. Review of the device history record cannot be performed as the lot number is unknown. The age and condition of the fixation pin prior to breakage are unknown. At this time, the complaint is considered to be closed.